Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed the pace/defib engine to analog board isolator to be missing and the pins on the resistor were observed to be bent. This indicates that the device was opened prior to receiving the device at zoll. Due to the device being tampered with, root cause could not be firmly established. The pace/defib engine board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.